Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements, ranging from approximately 80 ohms to more than 125 ohms. It was also noted that rv lead pacing impedance measurements have also risen simultaneously, ranging from approximately 617 ohms to 850 ohms, without visualized noise. Technical services discussed possible causes and provided troubleshooting options. This rv lead remains in service. No adverse patient effects were reported.